Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on an unknown date, the patient experienced an unspecific adverse event. This was addressed by revision revision surgery on (B)(6) 2023, in which the poly was exchange.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based in the information provided the definitive clinical root cause of the reported unspecified adverse event could not be determined. According to the report, the patient was scheduled to undergo a second revision for this unspecified event on 10-16-2023. Since the patient has not been revision for this unspecified adverse event, the impact to the patient beyond that which has already reported cannot be confirmed nor concluded. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for knee system provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: corrected data: updated section b3.

Event description:
It was reported that, after a tka had been performed on an unknown date, the patient experienced an unspecific adverse event. This was addressed by revision surgery on (B)(6) 2023, in which the poly was exchanged.